Manufacturer narrative:
B2: other: patient had pseudoarthrosis which was causally related to device. D4 & g4: product identifiers unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (B)(6) interbody fusion procedure in a patient. Patient medical history: anxiety and migraine headaches diagnostics: action result: abnormal mild to moderate increased tracer activity is seen in the lower cervical spine at the (B)(6) level. This is similar to the previous bone scan. Motion at this level cannot be excluded. Moderate focal activity is seen in the upper cervical spine at (B)(6) suggesting increased arthritic changes at this level in comparison to the previous bone scan. It was reported that the subject developed a crack at the index fusion site. (B)(6) pseudarthrosis was confirmed intraoperatively. Patient was hospitalized from (B)(6) 2025. Patient underwent additional surgery on (B)(6) 2025 for removal of implants at (B)(6) levels and additional discectomy / hemicolectomy at (B)(6). No product malfunction reported. As per site assessment, event is causally related to study device and study procedure. Patient was administered opiates or narcotics medication. There were no further complications reported regarding the event. Medications administered: medication_name: fentanyl start_date: (B)(6) 2025 dose: 100 dose uom: ug frequency: prn: as needed route: intravenous reason started/indication: anesthesia, additional cervical spine surgery end_date: (B)(6) 2025 medication_name: hydromorphone start_date: (B)(6) 2025 dose: 0.5 dose uom: mg frequency: prn: as needed route: intravenous reason started/indication: pain post-cervical spine surgery end_date: (B)(6) 2025 medication_name: hydromorphone start_date: (B)(6) 2025 dose: 0.25 dose uom: mg frequency: prn: as needed route: intravenous reason started/indication: pain post-cervical spine surgery end_date: (B)(6) 2025 medication_name: ketamine start_date: (B)(6) 2025 dose: 50 dose uom: mg frequency: prn: as needed route: oral reason started/indication: anesthesia, additional cervical spine surgery end_date: (B)(6) 2025 medication_name: oxycodone start_date: (B)(6) 2025 dose: 5 dose uom: mg frequency: prn: as needed route: oral reason started/indication: pain post-cervical spine surgery medication_name: oxycodone start_date: (B)(6) 2025 dose: 10 dose uom: mg frequency: prn: as needed route: oral reason started/indication: pain post-cervical spine surgery end_date: (B)(6) 2025.